Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sequential compression device. The customer reports, "the pt was admitted for a right carotid endarterectomy in 2003. The sequential compression system was placed on the pt just before going to the operating room. The pt was discharged the following day. The pt was readmitted 2 days later with presumed compartment syndrome and a fasciotomy was done to both legs. The left leg may require amputation."